Manufacturer narrative:
Device used for treatment, not diagnosis. Patient height reported as 71 inches. Additional product codes: gff, gfa, hsz . Other UDI: (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4) use for: the drill bit broke and generated fragments. The fragments were left retained in the patient. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient sustained a right syndesmotic fracture of the medial malleolus of the right ankle. On (B)(6) 2016 the patient was taken to surgery for fixation. During drilling of a 3.5 low profile cortex screw, the drill bit broke. Two (2) cm of the drill bit remains in the patients bone and the other part of the bit was disposed. There was another drill bit readily available and there was no delay in surgery. The surgery was completed successfully with no medical intervention needed. This complaint is for one device. Concomitant devices reported. A 3.5 low profile cortex screw (quantity 1). This report is 1 of 1 for (B)(4).